Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. Patient used a alternative site for sensor insertion. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint states the patient experienced inaccuracy between cgm and fs. Data was provided for investigation. Problem was not confirmed. The root cause could not be determined.